Event description:
A physician inserted and deployed the emboshield without difficulty. The xact stent was placed into the left carotid artery/common carotid artery without difficulty. The emboshield was deflated and upon removal from the pt, the filter separated from the wire and was removed immediately without difficulty. There were no adverse events reported.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.